Event description:
The customer reported that the ventilator flex arm broke and fell causing pt to be extubated from the ventilator. The flex arm was connected to an 840 ventilator. The nurse manager was walking by the room, heard the 840 vent alarming and saw the inner cannula on the floor. The inner cannula was replaced, and pt was given 100% o2. No pt harm or change in therapy.

Manufacturer narrative:
Several attempts have been made to try to retrieve additional info with no customer response. A follow up report will be submitted to the FDA should further info become available. See scanned page.